Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump recognized a water filled reservoir during testing. The insulin pump properly listed the reservoir started on the status screen. The fill tubing feature functioned properly and the insulin pump was able to exit the fill tubing screen. No prime anomaly, motor anomaly, display anomaly or reservoir start anomaly was noted. The insulin pump had a cracked reservoir tube lip. The insulin pump responded properly to the button presses. No damage was noted on the keypad traces. The display board connector was locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 536 mg/dl. The customer reported that the insulin pump did not deliver insulin prior to the event. The customer reported that while changing the infusion and filling the tubing of the insulin pump with insulin, the reservoir did not register with the insulin pump. The customer also reported a lack of any type of alarm from the insulin pump. The customer further reported that the insulin pump was stuck on fill tubing and motor of the insulin pump has stopped. The customer tried to get the motor of the insulin pump to run by pressing the act button of the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.